Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A RESOLUTION 360 ULTRA CLIP WAS USED DURING A COLONOSCOPY PROCEDURE WITH POLYPECTOMY OF A POLYP MEASURING APPROXIMATELY 4 CM ON (B)(6) 2026, FOR TREATMENT OF GASTROINTESTINAL BLEED. NOTE: TWO RESOLUTION 360 CLIPS AND ONE RESOLUTION 360 ULTRA CLIP, THREE CLIPS TOTAL, WERE USED IN THE SAME PROCEDURE ON (B)(6) 2026. ADDITIONALLY, THE SAME PATIENT SUBSEQUENTLY UNDERWENT A SECOND PROCEDURE ON (B)(6) 2026, DURING WHICH ONE RESOLUTION 360 CLIP AND ONE RESOLUTION 360 ULTRA CLIP WERE USED. DURING THE PROCEDURE, THE FIRST RESOLUTION 360 CLIP WAS OBSERVED IN THE ENDOSCOPY FIELD TO BE LIMPLY HANGING FROM THE CATHETER. THE FIRST RESOLUTION 360 CLIP WAS REMOVED AND THE SECOND RESOLUTION 360 CLIP WAS OBTAINED; HOWEVER, IT WAS NOTED THAT THE CLIP HAD SEPARATED FROM THE CATHETER BEFORE USE. THE PROCEDURE WAS COMPLETED WITH A RESOLUTION 360 ULTRA CLIP. NOTE: THIS MEDICAL VIGILANCE REPORT IS BEING FILED IN AN ABUNDANCE OF CAUTION AS THERE IS NO ALLEGED MALFUNCTION WITH THE RESOLUTION 360 ULTRA CLIP. THIS REPORT PERTAINS TO THE RESOLUTION 360 ULTRA CLIP THAT WAS USED TO COMPLETE THE PROCEDURE ON (B)(6) 2026, SINCE THE PHYSICIAN DID NOT DELINEATE THE REASON FOR THE PATIENT'S SUBSEQUENT PROCEDURE ON (B)(6) 2026. THE PHYSICIAN SHARED THAT THE PATIENT SUFFERED FROM ARTERIAL BLEEDING AS A RESULT OF THE POLYPECTOMY, WHICH WAS NOTED TO RESOLVE AFTER EACH PROCEDURE. THE PATIENT EXPIRED ON (B)(6) 2026, DUE TO AGE AND A PRE-EXISTING CONDITION OF CIRCULATORY FAILURE. THE EXTENT OF THE IMPACT, IF ANY, OF THE PROCEDURE OR RESOLUTION 360 CLIP MALFUNCTION TO THE PATIENT EXPIRATION IS UNKNOWN. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
BLOCK H6: IMDRF IMPACT CODE F02 CAPTURES THE REPORTABLE EVENT OF DEATH. BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE LOT NUMBER. THEREFORE, THE MANUFACTURE AND EXPIRATION DATES ARE UNKNOWN. BLOCK H11: INVESTIGATION RESULTS THE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. A REVIEW WAS NOT COMPLETED OF THE DEVICE HISTORY RECORDS (DHR) FOR THE DEVICE. THE DHR REVIEW AND A SHIP HISTORY CANNOT BE PERFORMED AS NO BATCH NUMBER WAS REPORTED. REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENTS OF "HEMORRHAGE, MAJOR", "DEATH" AND "PROLONGED EPISODE OF CARE" WERE DEFINED IN THE RISK DOCUMENTATION. THESE EVENT TYPES HAVE BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. THE MEDICAL REVIEW INDICATES THAT THE PATIENT HAD PRE-EXISTING CIRCULATORY FAILURE PRIOR TO THE PROCEDURE, AND THAT GASTROINTESTINAL HEMORRHAGE MAY HAVE FURTHER WORSENED THE PATIENT'S CONDITION. IT ALSO STATES THAT THE CLIPS DID NOT CAUSE THE HEMORRHAGE, AND THAT HEMORRHAGE AND PROLONGED PROCEDURE ARE ANTICIPATED ADVERSE EVENTS PER BOSTON SCIENTIFIC RISK DOCUMENTS AND IFU. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION OF "CAUSE NOT ESTABLISHED".

Event description:
PROCEDURE SUMMARY:IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A RESOLUTION 360 ULTRA CLIP WAS USED DURING A COLONOSCOPY PROCEDURE WITH POLYPECTOMY OF A POLYP MEASURING APPROXIMATELY 4 CM ON (b)(6) 2026, FOR TREATMENT OF GASTROINTESTINAL BLEED.NOTE: TWO RESOLUTION 360 CLIPS AND ONE RESOLUTION 360 ULTRA CLIP, THREE CLIPS TOTAL, WERE USED IN THE SAME PROCEDURE ON (b)(6)2026. ADDITIONALLY, THE SAME PATIENT SUBSEQUENTLY UNDERWENT A SECOND PROCEDURE ON (b)(6)2026, DURING WHICH ONE RESOLUTION 360 CLIP AND ONE RESOLUTION 360 ULTRA CLIP WERE USED.EVENT SUMMARY:DURING THE PROCEDURE, THE FIRST RESOLUTION 360 CLIP WAS OBSERVED IN THE ENDOSCOPY FIELD TO BE LIMPLY HANGING FROM THE CATHETER. THE FIRST RESOLUTION 360 CLIP WAS REMOVED AND THE SECOND RESOLUTION 360 CLIP WAS OBTAINED; HOWEVER, IT WAS NOTED THAT THE CLIP HAD SEPARATED FROM THE CATHETER BEFORE USE. THE PROCEDURE WAS COMPLETED WITH A RESOLUTION 360 ULTRA CLIP.NOTE: THIS MEDICAL VIGILANCE REPORT IS BEING FILED IN AN ABUNDANCE OF CAUTION AS THERE IS NO ALLEGED MALFUNCTION WITH THE RESOLUTION 360 ULTRA CLIP. THIS REPORT PERTAINS TO THE RESOLUTION 360 ULTRA CLIP THAT WAS USED TO COMPLETE THE PROCEDURE ON (b)(6)2026, SINCE THE PHYSICIAN DID NOT DELINEATE THE REASON FOR THE PATIENT'S SUBSEQUENT PROCEDURE ON (b)(6)2026. PATIENT STATUS:THE PHYSICIAN SHARED THAT THE PATIENT SUFFERED FROM ARTERIAL BLEEDING AS A RESULT OF THE POLYPECTOMY, WHICH WAS NOTED TO RESOLVE AFTER EACH PROCEDURE. THE PATIENT EXPIRED ON (b)(4) 2026, DUE TO AGE AND A PRE-EXISTING CONDITION OF CIRCULATORY FAILURE. THE EXTENT OF THE IMPACT, IF ANY, OF THE PROCEDURE OR RESOLUTION 360 CLIP MALFUNCTION TO THE PATIENT EXPIRATION IS UNKNOWN.NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Manufacturer narrative:
BLOCK H6: IMDRF IMPACT CODE F02 CAPTURES THE REPORTABLE EVENT OF DEATH. BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE LOT NUMBER. THEREFORE, THE MANUFACTURE AND EXPIRATION DATES ARE UNKNOWN.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A RESOLUTION 360 ULTRA CLIP WAS USED DURING A COLONOSCOPY PROCEDURE WITH POLYPECTOMY OF A POLYP MEASURING APPROXIMATELY 4 CM ON (B)(6) 2026, FOR TREATMENT OF GASTROINTESTINAL BLEED. NOTE: TWO RESOLUTION 360 CLIPS AND ONE RESOLUTION 360 ULTRA CLIP, THREE CLIPS TOTAL, WERE USED IN THE SAME PROCEDURE ON (B)(6) 2026. ADDITIONALLY, THE SAME PATIENT SUBSEQUENTLY UNDERWENT A SECOND PROCEDURE ON (B)(6) 2026, DURING WHICH ONE RESOLUTION 360 CLIP AND ONE RESOLUTION 360 ULTRA CLIP WERE USED. DURING THE PROCEDURE, THE FIRST RESOLUTION 360 CLIP WAS OBSERVED IN THE ENDOSCOPY FIELD TO BE LIMPLY HANGING FROM THE CATHETER. THE FIRST RESOLUTION 360 CLIP WAS REMOVED AND THE SECOND RESOLUTION 360 CLIP WAS OBTAINED; HOWEVER, IT WAS NOTED THAT THE CLIP HAD SEPARATED FROM THE CATHETER BEFORE USE. THE PROCEDURE WAS COMPLETED WITH A RESOLUTION 360 ULTRA CLIP. NOTE: THIS MEDICAL VIGILANCE REPORT IS BEING FILED IN AN ABUNDANCE OF CAUTION AS THERE IS NO ALLEGED MALFUNCTION WITH THE RESOLUTION 360 ULTRA CLIP. THIS REPORT PERTAINS TO THE RESOLUTION 360 ULTRA CLIP THAT WAS USED TO COMPLETE THE PROCEDURE ON (B)(6) 2026, SINCE THE PHYSICIAN DID NOT DELINEATE THE REASON FOR THE PATIENT'S SUBSEQUENT PROCEDURE ON (B)(6) 2026. THE PHYSICIAN SHARED THAT THE PATIENT SUFFERED FROM ARTERIAL BLEEDING AS A RESULT OF THE POLYPECTOMY, WHICH WAS NOTED TO RESOLVE AFTER EACH PROCEDURE. THE PATIENT EXPIRED ON (B)(6) 2026, DUE TO AGE AND A PRE-EXISTING CONDITION OF CIRCULATORY FAILURE. THE EXTENT OF THE IMPACT, IF ANY, OF THE PROCEDURE OR RESOLUTION 360 CLIP MALFUNCTION TO THE PATIENT EXPIRATION IS UNKNOWN. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS.

Event description:
Procedure Summary:It was reported to Boston Scientific Corporation that a Resolution 360 Ultra Clip was used during a colonoscopy procedure with polypectomy of a polyp measuring approximately 4 cm on (B)(6) 2026, for treatment of gastrointestinal bleed.Note: Two Resolution 360 Clips and one Resolution 360 Ultra Clip, three clips total, were used in the same procedure on (B)(6) 2026. Additionally, the same patient subsequently underwent a second procedure on (B)(6) 2026, during which one Resolution 360 Clip and one Resolution 360 Ultra Clip were used.Event Summary:During the procedure, the first Resolution 360 Clip was observed in the endoscopy field to be limply hanging from the catheter. The first Resolution 360 clip was removed and the second Resolution 360 Clip was obtained; however, it was noted that the clip had separated from the catheter before use. The procedure was completed with a Resolution 360 Ultra Clip.Note: This Medical Vigilance Report is being filed in an abundance of caution as there is no alleged malfunction with the Resolution 360 Ultra Clip. This report pertains to the Resolution 360 Ultra Clip that was used to complete the procedure on (B)(6) 2026, since the physician did not delineate the reason for the patient's subsequent procedure on (B)(6) 2026. Patient Status:The physician shared that the patient suffered from arterial bleeding as a result of the polypectomy, which was noted to resolve after each procedure. The patient expired on (B)(6) 2026, due to age and a pre-existing condition of circulatory failure. The extent of the impact, if any, of the procedure or Resolution 360 Clip malfunction to the patient expiration is unknown.No further information has been obtained despite good faith efforts.

Manufacturer narrative:
BLOCK H6:IMDRF IMPACT CODE F02 CAPTURES THE REPORTABLE EVENT OF DEATH.BLOCK D4, H4: THE COMPLAINANT WAS UNABLE TO PROVIDE THE LOT NUMBER. THEREFORE, THE MANUFACTURE AND EXPIRATION DATES ARE UNKNOWN.BLOCK H11: INVESTIGATION RESULTSTHE DEVICE WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. A REVIEW WAS NOT COMPLETED OF THE DEVICE HISTORY RECORDS (DHR) FOR THE DEVICE. THE DHR REVIEW AND A SHIP HISTORY CANNOT BE PERFORMED AS NO BATCH NUMBER WAS REPORTED.REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT.A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENTS OF "HEMORRHAGE, MAJOR", "DEATH" AND "PROLONGED EPISODE OF CARE" WERE DEFINED IN THE RISK DOCUMENTATION. THESE EVENT TYPES HAVE BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT.THE MEDICAL REVIEW INDICATES THAT THE PATIENT HAD PRE-EXISTING CIRCULATORY FAILURE PRIOR TO THE PROCEDURE, AND THAT GASTROINTESTINAL HEMORRHAGE MAY HAVE FURTHER WORSENED THE PATIENT'S CONDITION. IT ALSO STATES THAT THE CLIPS DID NOT CAUSE THE HEMORRHAGE, AND THAT HEMORRHAGE AND PROLONGED PROCEDURE ARE ANTICIPATED ADVERSE EVENTS PER BOSTON SCIENTIFIC RISK DOCUMENTS AND IFU.BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION OF "CAUSE NOT ESTABLISHED".CORRECTION TO FIELD H6: IMPACT CODE F1901 ADDITIONAL SURGERY.CORRECTION TO FIELD H6: IMPACT CODE F2301 ADDITIONAL DEVICE REQUIRED.

Manufacturer narrative:
Block H6:IMDRF Impact Code F02 captures the reportable event of death.Block D4, H4: The complainant was unable to provide the Lot Number. Therefore, the manufacture and expiration dates are unknown.Block H11: Investigation ResultsThe device was not returned for analysis; therefore, a technical analysis could not be performed. A review was not completed of the Device History Records (DHR) for the device. The DHR review and a ship history cannot be performed as no batch number was reported.Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.A Risk Review was completed and confirmed that the events of "Hemorrhage, Major", "Death", "Prolonged Episode of Care", "Additional Surgery" and "Additional Device Required" were defined in the risk/hazard documentation and is documented according to the PRR. These event type have been accounted for during product risk/hazard analysis to support acceptable risk benefit for the product.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action.The medical review indicates that the patient had pre-existing circulatory failure prior to the procedure, and that gastrointestinal hemorrhage may have further worsened the patient's condition. It also states that the clips did not cause the hemorrhage, and that hemorrhage and prolonged procedure are anticipated adverse events per Boston Scientific risk documents and IFU.The As Reported Patient code of "Hemorrhage, Major" will be classified as "Known Inherent Risk Of Device" since the IFU states this condition as a possible adverse event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion of "Cause Not Established".